Event description:
It was reported that the device was implanted in 2008 and was revised nine days later, due to dislocation.

Manufacturer narrative:
Evaluation summary: no product or x-rays were returned for evaluation. It was not stated whether or not the dislocation occurred as a result of impingement. Patient weight, build, activity level, history of instability, bone loss, muscle laxity, and disease conditions were not supplied for review. It is not known whether or not the cup placement was representative of the pt's natural anatomy. Non-anatomical placement could accelerate wear, increase point loading of the liner, increase the probability of dislocation, or put the cup at a higher risk for loosening with an offset head center. Based on the information provided a definitive cause could not be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.